Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead defibrillation impedance was at zero but then it showed that the impedance came back to a normal value. It was determined that the lead impedance observation was occurring during an echo-cardiogram where lead noise was also observed. No intervention was done, the physician opted to continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.